Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image is disturbed when connector is pushed due to deformation of el-connector. Additionally, a definitive root cause of the foreign material exiting the distal end was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the ultrasonic bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that foreign objects came out of the distal end and the image was disturbed when connector was pushed. There was no patient involvement.